Manufacturer narrative:
Investigation summary: one sample was received for evaluation. It has the plunger rod damaged; missing the thumb press. Two photos were provided as well. They both show the sample with the plunger rod damaged therefore failure mode is verified. This was likely caused by a jam during the assembly process. The jam would have been cleared however the product made it through. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that before use of the bd¿ syringe with bd luer-lok¿ tip the gasket is damaged.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd¿ syringe with bd luer-lok¿ tip the gasket is damaged.